Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button anomaly. The customer¿s blood glucose level was 132 mg/dl. The customer stated that the up arrow and back button were not working, numbers were not ramping on their own, scroll bar was not moving, main menu button and down arrow were unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device was received with unresponsive keypad due to moisture damage. Corroded keypad trace. Unable to perform the self test, and displacement test due to unresponsive keypad.